Event description:
It was reported that this lead exhibited difficulty explanting the lead. A snare was utilized to extract the lead successfully. This lead was then disposed of at the healthcare facility. No additional adverse patient effects were reported.